Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back to report that they had further information to report that they had surgery this morning (B)(6) 2025 to have their implanted system removed. The patient referenced receiving 'a lot of letters' from the manufacturer and had a letter with them on the call. In response to the inquiry if the patient had experienced urinary retention prior to the implanted system the patient reported this: by their 4th child they couldn't even feel that they had a bladder infection. Patient stated they didn't have to catheterize until their third implant and their healthcare provider (hcp) had told them they'd figured out that the patient had been retaining fluid and told the patient that due to the progression of their neurogenic bladder they would have to catheterize for the rest of their life so they began to catheterize at that point and had hoped that their third implant would really help. Patient services called patient registration at the call's end to update registration that the patient's system was explanted. The agent documented the reported event. No further action was taken by patient services.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that to confirm if they can have their ins taken out. . The patient added that they wanted the approval of their primary hcp and that they were wondering if they need information from mdt to proceed. The patient added that they had a serious bladder infection that was confirmed during their last checkup and that they were catheterized because they weren't emptying their bladder enough. The patient also mentioned that when they were first implanted, it kind of worked and that their ins battery was already dead. The agent reviewed the role of ps and general therapy information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.